Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving (B)(4). The device is part of the advisory for this model. Evaluation summary - (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
An allegation from an attorney indicated the patient is deceased.

Event description:
Asku